Event description:
It was reported that during preparation, the camera head had a bad image quality, bad coloring, and intermittent imaging. The procedure was completed with a similar device. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated fields: d4, d9, d10, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. A service inspection was performed and the customer's allegation was confirmed, due to a faulty charge-coupled device (ccd). Additionally, a failed leak test between the rear head body cover and the ccd was found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a faulty charge-coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation, the camera head had a bad image quality, bad coloring, and intermittent imaging. The procedure was completed with a similar device. There was no patient involvement.